Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. The customer delivered a correction bolus via the pump to address the bg. Customer performed a supply change to address the issue.